Manufacturer narrative:
This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)) and is related to and occurred prior to (c&r#: 3003768277-12/28/2023-012-c).

Event description:
It was reported to philips that flexvision pc not working. This is connected to loss of image related to a allura xper fd20. There was no reported patient or user harm.